Event description:
Brakes on some "secure it" model beds and some "epic" model beds fail to hold to stryker's specifications of 50-foot pounds pressure after initial engagement. On some "secure ii" model beds and some "epic" model beds, the steering cable housing interferes with the brake mechanism, preventing the brake from engaging. On some "secure ii" model beds, the brake warning light fails to recognize that the brake it is engaged, and continues to flash even after thr brake is engaged and working properly. On some "secure ii" model beds, the gatch motor is maladjusted, and produces a disruptive squealing noise when the head or foot of the bed is raised or lowered.